Event description:
A potential product issue has been reported with our artiste mv linear accelerator. In the abundance of caution, this issue is being reported. An irradiated dose was neither recorded in rtt (radiation therapy technologist) nor in lantis. There was no report of mistreatment, injury and/or death reported. Root cause has not been determined and an investigation has been requested. Final corrective action is pending. Preliminary risk analysis is complete.

Manufacturer narrative:
Risk assessment indicates: severity: preliminary 3 (critical) case 1: if dose is not correctly recorded for more than one fraction and this is not corrected by manual treatment in lantis. Case 2: it dose is not correctly recorded for one fraction and this is not corrected by manual treatment in lantis. Assessment 1 (negligible). Reason: negligible for a single fraction (please note, literature (e.g. Iaea) indicates that dose should be delivered within 5% accuracy based on tcp data - see literature extracts below - a single fraction is well within this band, therefore negligible). Probability: preliminary d (occasional) behavior will probably occur at least once as this complaint reported the first time a mistreatment. Case 1: c (remote). Reason: probably will not occur for more than one fraction. Case 2: c (remote). Reason: remote for a single fraction (assuming this recording error goes un-noticed, despite the message at rtt, etc., and the user does not perform a manual recording and a treatment plan is intentionally changed after this failed transfer/record in lantis). Treatment plans are normally only changed at a pre-determined stage in the treatment, meaning after dose x or fraction x and usually this change also means that the charts are carefully checked at that point in time. It is undetermined if other products are concerned.